Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. D6b: explant date: three years ago from the aware date.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.